Event description:
A hemodialysis inpatient user facility reported during treatment an internal blood leak occurred. The leak was not visually observed. Test strips were used to confirm and the machine alarmed. Estimated blood loss was 250cc. The patient had no adverse effects and no medical intervention was required. The patient completed treatment with a new set-up. Sample has not been returned to manufacturer.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
Plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.